Event description:
The patient was implanted with a left ventricular assist device. The bio-medical engineer reported that the patient had red heart alarms and pump stoppages when connected to the power module. The manufacturer successfully completed an external driveline repair/splice, and no other issues or alarms were reported since the repair.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.